Event description:
It was reported that the device would not complete the boot up process and would power off on its own. There was no patient use associated with the reported malfunction.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.